Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported to boston scientific corp that a speedband superview super 7 multiple band ligator was used during a hemorrhoid banding procedure performed on (B)(6) 2009. According to the complainant, during the procedure, the bands failed to release from the device. The procedure was completed with another speedband superview super 7 multiple band ligator. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.